Event description:
It was reported that a dissection occurred. The target lesion was located in the left main (lm) to left anterior descending artery. A 38 x 4.00 mm promus premier drug-eluting stent (des) was deployed at high pressure; however, a proximal stent edge dissection occurred in the proximal lm. The dissection was flow-limiting and graded as type b. The patient experienced slow flow symptoms. Additionally, a 4.00 x 12 mm promus premier des was deployed to cover the proximal stent edge dissection. The procedure was completed, and the patient fully recovered and remained stable.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left main (lm) to left anterior descending artery. A 38 x 4.00 mm promus premier drug-eluting stent (des) was deployed at high pressure; however, a proximal stent edge dissection occurred in the proximal lm. The dissection was flow-limiting and graded as type b. The patient experienced slow flow symptoms. Additionally, a 4.00 x 12 mm promus premier des was deployed to cover the proximal stent edge dissection. The procedure was completed, and the patient fully recovered and remained stable. It was further reported that the target lesion was 80% stenosed, mildly tortuous and moderately calcified. Pre-dilatation was then performed with a 3.50 x 12 mm non compliant balloon. The stent was fully inflated without issues at 16 atmospheres for 10 seconds, and a 4.50 x 12 mm non-compliant balloon was used to post-dilate the stent. Per the physician, deployment at high pressure caused the dissection.